Event description:
It was reported that this right ventricular (rv) lead exhibited noise with over-sensing and pacing inhibition, however no pauses were greater than two seconds. It was noted that this patient was pacer dependent and patient history included tetralogy of fallot (tof). Additionally, the superior vena cave (svc) was occluded, and an angioplasty of the svc was performed. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).